Event description:
The following was reported to gore: on (B)(6) 2026, the patient underwent a thoracic endovascular procedure to treat an aneurysm, utilizing gore® tag® thoracic branch endoprosthesis (tbe) and gore® dryseal flex introducer sheath. Access was obtained on the left side, vessel size being 7.39mm. It was reported the 24fr sheath was inserted but was not able to be fully introduced due to resistance. The tbe aortic component was attempted to be inserted into the sheath, but there was also resistance at the same location, prompting withdrawal of the device and placement on the back table. It was also reported upon withdrawal of the tbe device, the system¿s two wires, the aortic wire and the thru-wire were present. The aortic wire was removed, leaving the thru-wire in situ and still threaded through the device positioned on the back table. This configuration prevented reintroduction of the 24fr sheath. Allegedly a non-gore 22fr dilator was advanced through the gore dryseal sheath over the thru-wire. Once the non-gore dilator was placed in the 24fr sheath, the sheath was then advanced again. A sudden loss of resistance was noted, and an iliac rupture occurred. All subsequent procedural activity was directed toward managing and repairing the vascular injury. It was also reported the physician treated the rupture by placing 3 gore® viabahn® endoprosthesis with heparin bioactive surface and two gore® viabahn® vbx balloon expandable endoprosthesis stents. Additionally, a small open repair of the common femoral was performed to place a vascular patch. After managing the iliac injury, the procedure was aborted and the aneurysm was not treated. The patient tolerated the procedure. Code 5400-c-additional procedure other - other/unknown-used to capture open repair procedure to place the vascular patch.

Manufacturer narrative:
H6: code c20-the device was discarded and, therefore, was not available for engineering analysis by gore. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.